Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections b5 and b7. H11. Corrected data: updated sections d1 and g5.

Event description:
It was reported that this patient with a 21mm valve implanted for approximately 18 years underwent a valve-in-valve procedure due to aortic regurgitation and pvl. The tavr was performed successfully with a 26mm valve. Tee did not reveal any significant aortic regurgitation and revealed normal valve function. Final root aortography showed trivial paravalvular regurgitation. The patient was then transported to the cath lab recovery area in stable condition. The patient was stable for discharge on pod #1.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the device serial number was not provided. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operation period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to number of issues including patient related factors or structural valve deterioration. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 21 mm valve, with unknown implant duration, underwent a valve-in-valve procedure due to pvl. The tavr was performed with a 26 mm valve. Outcome was reported to be fine with zero gradient post procedure.